Event description:
It was reported that the image on the cardiac (9600) system would fade away and the system will not reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened a loose connection in the power plug. The system was tested and found to be working as intended and placed back into service.